Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery a screw broke off. There was no harm for patient, operator or third party reported. No further information received. Update dw 19-jun-2024: further information was provided that during an anterior cruciate ligament plastic surgery the tip of the screw broke off when the surgeon inserted it. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-4030c-08 serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the bio screw was at the distal end. It was also noted deformation on the vent's holes of the screw. Functional testing was not performed as the device was received damaged. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Per dfu-0111. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.